Event description:
A greenfield filter was implanted on (B)(6) 2009. On (B)(6) 2009 it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On (B)(6) 2009 it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient had a CT of their abdomen. The imaging showed that the inferior vena cava filter is tilted superiorly, eccentric laterally, with the apex of the filter extending along the lateral margin of the inferior vena cava. Due to the absence of intravenous contrast there is limitation evaluating the venous structures. The apex of the inferior vena cava borders the undersurface of the main visualized renal vein. There is streak artifact from surgical hardware in the spine which obscures portions of the struts of the inferior vena cava medially, inferiorly and posteriorly. There is apparent perforation of the inferior vena cava by 2 medial struts which appear to extend beyond the lumen of the inferior vena cava. There is streak artifact through this region from the hardware limiting fine detail and adjacent structures. The posterior strut abuts the wall of the vessel. A right lateral strut and a right posterolateral strut about the margin of the wall. There is no discrete strut fragmentation demonstrated although there is obscuration of portions of the struts as described above. There is obscuration of portions of the medial aspect of the inferior vena cava at the level of the filter due to the surgical hardware artifact, limiting evaluation of the region. Inferior vena cava not narrowing cannot be adequately evaluated in this region. There is also streak artifact obscuring evaluation of the inferior vena cava particularly medially at the level of the struts and segmentally below the level of the filter.